Manufacturer narrative:
Date rec'd by MFR: 13may2019. MFR site: correction. The motor controller (mc) printed circuit board assembly (pcba), cable data acquisition (da) were returned for analysis. A visual inspection of the returned component was performed and revealed no damage or contamination on the mc pcba. The cable da had an indent on the cable. The mc pcba was installed to a test ventilator for analysis. The cable assembly was flexed and pulled while the test ventilator is operational at the mc pcba. The product analysis technician reported the root cause was isolated to the cable da. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 31dec2018. The manufacturer's field service engineer (fse) could not reproduce the reported issue. He stated that he has over 15 error codes. The fse replaced the defective power management , pcba, motor controller pcba, and cable,da (data acquisition) to mc (motor controller) pcba,2nd gen,v60 to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported the primary circuit board failed. And displayed several error codes. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.